Event description:
It was reported to philips that the paddles were worn and needed to be replaced. There was no report of patient involvement. The customer worked with the technical support representative. It was confirmed that the customer has worn paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles, the replacement for which was ordered to customer. The customer is to install paddles. The device remains at the customer site and no further evaluation is warranted at this time.